Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: the product was received; one of the 2 catches is heavily bent, the other one is broken off. The broken piece was not enclosed. Investigation. We made a visual inspection of the fracture surface of the instrument. Here we found the typical signs of a forced fracture surface. Batch history review. The manufacturing documents have been checked and found to be according to the specifications valid during the time of production. There is one further complaint with this lot and this error pattern at hand. Conclusion and root cause. The root cause for the problem is most likely usage related. Rationale. Without further knowledge about the circumstances we assume that the surgeon spread the downtube incompletely with the removal key, and the catch broke off during removal. There are notes on removal in the instructions for use (IFU).

Event description:
It was reported that there was an issue with the ennovate mis down-tube. Prior to a procedure, the scrub nurse noted that one of the down-tubes (short) was "broken". It was not used for the surgery. The facility contact stated that it may have been broken during a different operation, but that no report or complaint had been made. A picture showed that a small peg was missing at the end of the device. Another product was used instead to proceed with the surgery. Intervention was not required and no delay or patient harm occurred. Additional information was not available.